Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display was noted. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported that the insulin pump had a blank display and then had a keypad anomaly. The keypad was unresponsive. The customer reverted to a backup plan. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.